Manufacturer narrative:
The full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed non-sustained ventricular tachycardia episodes and noise was identified during arm movement. It was also reported there was high impedance of the inner conductor and a fracture was confirmed. The lead was removed, replaced, and no patient complications have been reported as a result of this event.